Event description:
It was reported that there was a lead safety switch (lss) on the right ventricular (rv) lead due to high, out-of-range pace impedance values of greater than 2000 ohms. The field representative also noted intermittent oversensing. Boston scientific technical services (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that there was a lead safety switch (lss) on the right ventricular (rv) lead due to high, out-of-range pace impedance values of greater than 2000 ohms. The field representative also noted intermittent oversensing with pacing inhibition. Boston scientific technical services (ts) was contacted, and ts discussed programming options. The device and rv lead were later replaced. The tip of the rv lead was surgically abandoned in the septum post-extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.